Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was flipping in the pocket. The flipped device was confirmed by x-ray and by palpitating it, and was reported by the patient. It had flipped several times and the patient had a gradual loss of therapeutic effect. The actions required as a result of the event were explant and replacement today. The product issue was resolved and it was unknown if the cause of the issue was determined. The ins and lead would be returned. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event. The patient was doing fine now and the manufacturer representative didn¿t know if they were receiving effective therapy yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. (B)(4)